Manufacturer narrative:
Insulin pump had minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump had no cracks noted on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the screen of the insulin pump had a large crack. The customer's blood glucose was 242 mg/dl. The customer stated that they first noticed the crack approximately a month prior to the phone call. The customer was unaware of how the damaged had occurred. The discontinuation of the device was advised. Nothing further was reported.